Event description:
It was reported that the patient presented in clinic after receiving a shock. An alert for possible output circuit damage was observed. The patient was experiencing a vt rhythm. After the initial shock, low hv shock impedance was noted and the second shock was aborted due to the displayed alert. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.